Event description:
The emergency department patient required electrocardiogram monitoring while transported to the computed tomography (CT) scan department. During transport, the monitor failed three times. The monitor beeped and showed a power failure warning and shut down and then powered back on. It did this three times in approximately two minutes. The monitor was immediately pulled from service and sent to our biomedical engineering department. The biomed technician examined the unit and was unable to reproduce the stated problem. The unit was shipped to philips for an evaluation. Report pending.